Manufacturer narrative:
H3: product analysis found that the reported fault is replicated as intermittent electrode failure. On inspection, touchscreen was found excessively scratched and have dents. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the machine is playing up. Cannot identify the placement of needles, as supposed to be ticked as check, but showing "x". When prompted to continue, it senses the needle placements in the nerves through sounds. There is no patient involved in this event.